Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead, shortly after implant, displayed undersensing, high pacing thresholds, loss of capture (no asystole), and high out of range pacing impedances of greater than 2000 ohms. It was determined this rv lead dislodged. As a result, the rv lead was repositioned in a more septal location. It was noted, post-repositioning procedure, all measurements were within normal range. No additional adverse patient effects were reported.